Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The patient reported that he was hospitalized due to an elevated blood glucose (bg) with shortness of breath and nausea. He stated that his bg reading as tested by his meter was 435 mg/dl and as tested by the hospital meter was 394 mg/dl. The patient reported that he noticed leaking at the cartridge side of the luer connection after refilling the cartridge. The instructions for use (IFU) warns the patient against reuse of a cartridge. This complaint is being reported because the patient was hospitalized for hyperglycemia while using the pump.